Event description:
It was reported that balloon rupture and shaft break occurred. The patient presented with coronary artery disease. Vascular access was obtained via radial artery. The 15mm x 3.5mm, eccentric, 70% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery. Following pre-dilatation, a 3.50 x 48 synergy ii drug-eluting stent (des) was deployed for treatment. However, post implant the stent balloon was ruptured at 12 atmospheres. When the physician tried to pull out the stent delivery system, it broke near the shaft. The device was removed after trapping it with another balloon and the procedure was completed. There were no complications reported and the patient status was stable.